Event description:
The customer alleged there was backflow to the suction port and the pt became hypotensive. Add'l info provided by the clinical educator at hosp in 3/2002 revealed the customer has been using product for approx 1 year. It was reported that the unit was not tipped over prior to the incident and there was no foaming or bubbling observed. She also alleged that they were unable to tell how much fluid was lost from the pt, and the pt became hypotensive, requiring IV resuscitation. The clinical educator alleged that there was approximately 300m of capacity remaining when they unclamped the drainage tube and the unit continued to fill and then overflow. The unit was set up for gravity per the instructions for use. A second unit from lot #512913, was tested with water and overflowed in the same manner after it was full. Add'l info provided by the clinical educator, and the director of materials management, revealed "hypotensive" means the pt's blood pressure dropped. The pt was alleged to be around 90-100 originally and dropped to approximately 70 and became symptomatic. The pt was given IV fluids and recovered without issue. The clinincal educator alleged she believed the pt's condition was a result of the inability to determine the amount of lost fluid. In addition the pt was a long-term pleur-evac user and was getting clamped/unclamped for comfort. The pt had been on drainage starting in 2002 and continued for about 2-3 weeks. The periods in between clamp and unclamp was typically 10-12 hours unless the pt became symptomatic. It was reported that each time the pt was unclamped pt drained anywhere between 300-600ml. At the time of the reported incident, the clinical educator indicated the pt had probably been clamped overnight. Each pleur-evac unit is used for approximately a 24 hour period and there has been no other occurrences following the reported incident, however, they have removed subsequent units when they are getting close to capacity. The clinical educator alleged that after the collection chamber was filled, the air leak indicator filled and then the unit overflowed. The overflow was alleged to come out of the suction port and pprv cover.